Event description:
The customer reported to baxter (B)(4) of one interlink catheter extension set in which there was sliced tubing observed from a sealed package. The process step is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. The sample arrived unused. Visual inspection revealed that ther was an open seal condition on the blister due to a puncture in the blister seal and a piece of tubing. The root cause was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.